Event description:
It was reported that the right ventricular lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the lead was oversensing; there were 24 ventricular non-sustained episodes less than or equal to 210 milliseconds (ms) between (B)(6) 2006 and 10 ventricular fibrillation episodes less than or equal 210 ms with an average ventricular-cycle length between (B)(6) 2006. Interference/noise was also noted. The ventricular short interval count was equal to 817 counts in 42 days between (B)(6) 2006.